Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 to treat urinary incontinence and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently advantage mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced pain, recurrence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2011 due to erosion and pain. (B)(4).

Manufacturer narrative:
It was reported that patient underwent bilateral oophorectomy and removal of large mass arising from right ovary on (B)(6) 2010 at (B)(6) regional medical center, (B)(6).